Event description:
It was reported that bd insyte autoguard catheter bursts. The following information was provided by the initial reporter, translated from portuguese to english: ¿jelco has a defect when introduced into the patient's vein, the plastic that surrounds the needle bursts, as if it were opening running the risk of injuring the patient's vein and making it difficult to access it.¿

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided, therefore, xx was used as a place holder. All demographic information on the regulatory document states "confidential."

Manufacturer narrative:
A device history record review was completed for provided material number 38181214 and lot number 3216067. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As neither physical samples nor picture samples were available for return, a thorough sample analysis could not be completed. Based on the investigation results, an exact cause could not be determined for the reported event. It is most likely that this incident resulted from the use of the product. During puncture, 360° rotation may have pushed the catheter forward and caused needle to pierce through the needle when cannulating. It is not possible to confirm that this defect was generated during manufacture, as if the needle was through the catheter prior to puncturing, the product would not have been used. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.